Event description:
It was reported that the patient prior to a scheduled device exchange procedure. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited high capture threshold and loss of capture. Fluoroscopy confirmed ra lead dislodgement. Initially, programming changes were made. Later, the ra lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.